Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump display screen was blank and alarmed no delivery. Customer stated they had changed the batteries five times until the display returned and received a low battery alarm. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did return. Advised customer to monitor device. Customer's blood glucose level was 562 mg/dl at time of reporting. Nothing further reported.